Event description:
It was reported that the left monitor on the 9800 system shut down during a case. The 9800 system was rebooted, and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor wiring was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.